Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device interrogation. It was revealed that the right atrial (ra) lead exhibited an unspecified capturing issue indicative of dislodgement. The ra lead was explanted and replaced. Patient was in stable condition throughout.